Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the hospital due to high blood glucose levels. The customer reported that the insulin pump had a no delivery alarm and her blood glucose level continued to rise. Blood glucose level at the time of the emergency room visit was 215 mg/dl. The customer was unable to complete troubleshooting as she did not have a tubing clamp available. A tubing clamp was shipped and the insulin pump was not replaced or returned for analysis.